Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.2, lab: 2.5, date: ng, inratio: 5.2, lab: 3.5, date: ng, inratio: 3.3, re-test: 3.3, lab: 2.5.